Event description:
In a ileocolic resection procedure, after an ir60b reload had been fired via an i60 stapler, it was observed that the device had only partially stapled the tissue, some staples were malformed, and the reload was attached to the tissue. The staple line was subsequently oversewn.

Manufacturer narrative:
Two ir60b reloads were returned. One of them had no damage, and showed evidence of having been fully fired. The second one had damaged retention posts, a cracked cartridge, and a staple wedged into and partially protruding from the cartridge. During the case, the reload had been improperly loaded; this was evidenced by the damaged retention posts. This improper loading was the root cause of the observed event. The company will continue to monitor and trend these events.